Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. Customer complaint about the cassette alarm not attaching properly was confirmed through functional testing. Downstream occlusion (dso) seal was replaced to correct the issue. Performed dso sensor calibration. The software updated and the unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.

Event description:
It was reported that the alarms for 'cassette not attached properly' every time after latch closes the pump, the event occurred during testing. There was no patient involvement.